Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Immediate analysis of the log files by the company showed that the error that occurs when the foot pedal is not pressed evenly or too slowly. The treatment was completed during the same procedure after clarification of the cause with telephone support by a clinical application specialist (cas) from the company. The preventive maintenance was performed on the day before event occurred and issue was identified during analyzing logfiles. The issue was caused by wrong user handling and already resolved so no technical onsite visit was necessary for this event. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A doctor reported a shutter error in the middle of a treatment stating that the procedure could not be continued. Doctor stopped treatment. Treatment was completed after clarification of cause was found. No patient impact.